Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central regurgitation and leaflet motion restriction in patient cannot be determined, however, may be due to patient factors and/or mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, an ¿intravalvular¿ leak was observed as one of the leaflets did not move.  A second valve was implanted with good results.   The patient is stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. In addition, no imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. During manufacturing, the frame components are 100% visually inspected by both manufacturing and quality for defects.  Leaflet components were 100% tested.  All sapien 3 ultra valves are 100% visually inspected before and after placing the valve in holder. During the production flow testing, the coaptation test was performed using appropriate fixtures.  These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet ¿ motion restricted in patient and valve regurgitation, central leakage were unable to be confirmed, as no relevant procedural video/imagery were provided. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, slow recovery of adequate ventricular flow, or impingement by annular calcification. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 ultra valve leaflets and cause central aortic insufficiency. If the valve was positioned too ventricular during valve deployment, the native leaflets could be overhang, affecting the blood flow for proper coaptation, and subsequently lead to central regurgitation. Alternatively, if the calcification impinged on one of the leaflets, it could prevent the leaflet from functioning correctly, resulting in the reported regurgitation. In both cases, inadequate ventricular flow could further prevent proper coaptation of the valve leaflets and result in central regurgitation. However, without further imagery from the complaint site, a definitive root cause could not be determined. Since no product nonconformance was confirmed and the occurrence rates did not exceed the respective complaint control limits, a corrective/preventive actions and a pra escalation is not required.